Event description:
Caller reported a malfunction on the pump while it was resuming insulin. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective measure, technical support arranged to send a replacement pump with updated software to the customer, who would use multiple daily injections (mdi) as backup therapy. The customer was advised on proper usage and return procedures for the pump, including putting it into storage mode and returning it within 10 days, and was informed that training would be available through their tandem source account.